Event description:
It was reported that the customer experienced frequent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level recorded. The customer removed the pump and reverted to manual dose injection for insulin therapy.